Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this event occurred during prime. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon evaluation of the device, the complaint was not confirmed. Microscopic inspection did not note any anomalies in regards to the integrity of the unit. Leak testing did not detect any leaks. A review of the device history revealed no anomalies. The event seen by the customer could not be reproduced, and therefore a definitive root cause could not be identified. Potential root causes include not fully tightening the blue vent cap after gas calibration or an issue with the connection between the shunt sensor and the tubing. Per the IFU, "using sterile technique, securely tighten the top large venting luer (blue) on the shunt sensors)" (after gas calibration). (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.